Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her child's insulin pump is not recording a bolus attempt in the bolus history. Customer does not recall any significant events leading to the error. Child's blood glucose was 467 mg/dl to 516 mg/dl at the time of incident. Troubleshooting was only partially performed and customer indicated that she will call back.